Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 63.6mm and an average diameter of 20.4mm. The valve was implanted. The final implant depth was 0mm from the non-coronary cusp (ncc). A moderate perivalvular leak (pvl) was noted. A post-balloon aortic valvuloplasty (bav) was performed with an 18mm balloon and then a 20mm balloon. The pvl grade became mild. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of migration, perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. It is possible that challenging patient anatomy contributed to the reported event. However, this cannot be confirmed. The reported unexpected medical intervention is case-specific circumstances, as a post-implant valvuloplasty was performed.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 63.6mm and an average diameter of 20.4mm. The valve was implanted. The final implant depth was 0mm from the non-coronary cusp (ncc). A moderate perivalvular leak (pvl) was noted. A post-balloon aortic valvuloplasty (bav) was performed with an 18mm balloon and then a 20mm balloon. The pvl grade became mild. The patient status was stable.